Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 3.25 x 10mm (bost3210) was not returned to palm beach gardens for investigation. Since the reported product has not been returned for investigation, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. No pre-existing conditions were noted on the per. The patient had moderate (type ii) bone density. The reported devices were used on tooth # 15 (fdi) and the implant was used for a single day/procedure while the iipdtul was used for an unknown duration. Pictures were not provided. Bost3210 review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 information identified: warnings precautions potential adverse events storage and handling documents reviewed: surgical manual 'tapered and parallel walled implants' rev h 08/18 information identified: subcrestal implant placement protocol DHR review was completed for the subject lot number (2019031050). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019031050) for similar events and no other complaint was identified. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (bost3210). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for the reported device. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that during implant placement applying a 25n torque, when removing the driver the implant was also removed. When placing the implant doctor was not able to remove the mount and the implant came out. Doctor placed another implant of lager diameter at the same surgery.